Event description:
Patient contacted dexcom to report no audio output. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
CAPA (B)(4) (root cause for 083 no audio output: bad soldering and damage to the receiver have been identified as the primary causes of the "no audio" failure. Many times the damage can be attributed to customer abuse, whether by fault or no fault of the customer. Product return received for receiver. Product investigation concluded no defect found with receiver.